Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes, blood pooled in the well of the stopper; so, when the tube was removed from the fume hood and turned over, blood splashed onto the nurse's face. The nurse's skin was intact when this occurred. The nurse then underwent serological testing, and the outcome was not reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of these photos show blood in the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.